Event description:
It was reported that the device stopped infusing and began alarming on (B)(6), 2020 at around 10:15 am, while the following infusions were running: total parenteral nutrition (tpn), intralipids, an unspecified antibiotic, and dopamine. There was no patient harm. During a non-bd review of the logs, it was found that the "time of the day" was changed on (B)(6), 2020 (from 9:31 pm to 2:40 am) using the delay option feature on the device. Because of this, the alarm was logged on "(B)(6), 2020 at 3:15 pm". Further log interpretation noted that the device continued to be in-use after the "time change" and only stopped working and started alarming about 36.5 hours later. It was also noted on the logs that while setting up an intermittent medication, the device started alarming, the medication stopped infusing, and a system error message was generated.

Manufacturer narrative:
The report of a system error message generated during infusion was identified in the pcu error log and reproduced during functional testing. The pcu error log recorded an 800.8000.0 (general os failure) on ((B)(6) 2020 at 3:15:28 pm modified time) (B)(6) 2020 at 10:06 am. Keypress replication was able to reproduce the customer¿s reported system error. The issue was identified as a software issue which occurred when the syringe's clamp or lever is opened during priming. The root cause of the reported system error message was identified as an 800.8000 (general os failure) software issue occurring when the syringe¿s clamp or lever was opened during priming.

Manufacturer narrative:
Concomitant medical products: (3)8100;8600; td (B)(6) 2020. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per customer, it is their policy not to provide patient information.

Event description:
It was reported that the device stopped infusing and began alarming on (B)(6) 2020 at around 10:15 am, while the following infusions were running: total parenteral nutrition (tpn), intralipids, an unspecified antibiotic, and dopamine. There was no patient harm. During a non-bd review of the logs, it was found that the "time of the day" was changed on (B)(6) 2020 (from 9:31 pm to 2:40 am) using the delay option feature on the device. Because of this, the alarm was logged on "(B)(6) 2020 at 3:15 pm." Further log interpretation noted that the device continued to be in-use after the "time change" and only stopped working and started alarming about 36.5 hours later. It was also noted on the logs that while setting up an intermittent medication, the device started alarming, the medication stopped infusing, and a system error message was generated.